Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information and without the return of the product it would not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was explanted due to infection and vegetation was present on the lead body. It is not known which lead or leads the vegetation was on. No further patient complications have been reported as a result of this event.